Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, evaluation, the reported issue of probe element failure was confirmed. The prevue ii traditional probe fails the transducer element test with 1 failed element on the right side of the probe. The probe displays a dark spot on the right side of the ultrasound image. The root cause was identified as an internal failure within the probe.

Event description:
It was reported the probe is failing the assessment test. 1/16/2026 - during evaluation of the returned device, it was found the probe displays a dark spot on the right side of the ultrasound image.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This supplemental MDR is being submitted as a part of a remediation effort based on error occurred in the submission of mdrs for incorrect product code.